Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6) medical center. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a vein harvest procedure the customer went to use the small hole in the c-ring for an endo loop but the hole was occluded. This issue was noticed toward the end of the procedure prior to retrieving the conduit. The defect did not have ant impact on the procedure. The customer was able to complete the procedure without opening a new device. No procedure delay, no harm to the patient.